Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ and experienced palpable nodules with inflammation and pain in one of the lesion areas that was similar to an abscess but with no pus, but hyaluronic acid.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) 2026.

Event description:
Additional details received noting the injection volume of the volux was 1ml and the product was injected into chin. Additionally, patient also concomitantly received 0.9mls of juvéderm® volift¿ with lidocaine concomitantly into the forehead. Symptoms started just over two weeks after injection and were located in the chin and forehead/supraorbital area. Interventions for the symptoms included dacortin, paracetamol, minocin, azithromycin, ciprofloxacin, varidasa, and zamene. About a month and a half after onset, symptoms had reportedly greatly improved, but are still ongoing.